Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a nocturnal trend toward hypoglycemia after announcing dinner, reaching a low of 45 mg/dl and subsequently correcting with oral glucose, with a measured value of 106 mg/dl at the time of the call. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary interference with daily activities and sleep due to low glucose alarms, without medical intervention or hospitalization. Troubleshooting and education were provided, and the user requested review of nighttime glucose targets through clinical support. Investigation included complaint handling and user interview. Investigation of this case revealed no device alarms were reported during the event and the cause of hypoglycemia was not determined. It was concluded that the event involved hypoglycemia with an unclear cause and user-managed recovery with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.